Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1(B)(4) 2018. Patient code: (B)(4) -surgical intervention. It was reported that the patient underwent a revision due to huge inisional hernia recurrence on (B)(4) 2013. The patient also experience pain when touch in the abdomen area and small bowel obstruction. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018.

Manufacturer narrative:
Date sent to FDA: 1/13/2020. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.